Event description:
The 8 fr iab was inserted into the pt in 2001. The next day after iabp was implanted for 24 hours, an alarm sounded from the system 97 pump and blood was noted in the catheter tubing. The iab was removed and no second iab was inserted. Event complications: the pt expired - reported 4/3/01. Pt's current status: expired.